Event description:
Further follow-up revealed that the patient underwent ncp system replacement. Both the pulse generator and bipolar lead were replaced.

Event description:
Vns patient was diagnosed with left vocal cord paralysis by an ent. The patient reported excruciating pain at the neck site with magnet mode stimulation approximately one week prior. At follow-up visit, it was noted that the patient's voice was now constantly "deeper" as opposed to only experiencing voice change during stimulation cycles in the past. The patient's device had been programmed to the same settings for the past year and recent device diagnostic testing was within normal limits, indicating proper device function. Normal mode output current is programmed to 1.75ma. No changes were made to normal mode output current setting. Magnet mode output current was decreased from 2.0ma to 1.75ma, after which the patient did not experience any discomfort during magnet mode stimulation. It was later reported that the patient's device was programmed to off and that a brief course of steroid treatment has been initiated. Within days of programming the device to off, the patient was hospitalized for seizures. The patient's family member reportedly indicated that the patient underwent vns therapy system replacement surgery while hospitalized and that the patient's voice had shown improvement afterwards. The patient's familu member reported that after vns therapy system replacement surgery, a scope procedure revealed that the vocal cord was moving. It was reported that the replacement vns therapy system had been programmed to on and that the patient's voice is better but is not back to normal. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the cause of the reported event. It is unlikely that the vns therapy was the cause of the reported event due to the length of time that the device was implanted and the length of time that the device was programmed to the same settings.